Event description:
It was reported that balloon rupture occurred. The 40% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery. A 5.0x220x150 sterling balloon catheter was advanced for dilatation. However, during inflation at below 6 atmospheres, a pinhole was noticed on the balloon. The procedure was completed and no patient complications were reported.